Manufacturer narrative:
A ge representative evaluated this system and found the interconnect cable need to be replaced. Also, there were communication errors with the generator and the table interface printed circuit board. The system could not be repaired due to the parts needed were no longer available. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
Customer reported the system will not turn on. No patient injury was reported.